Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a leak was observed at the connector when pressing the lavage control. There was also a smoke emission and a burning smell.

Event description:
It was reported that a leak was observed at the connector when pressing the lavage control. There was also a smoke emission and a burning smell.

Manufacturer narrative:
It was confirmed that the device will not be returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure : smoke emission and a burning smell probable root cause for equipment leaks : 1. Material/design error 2. Constant irrigation flow is not maintained leading to limited field of view 3. Stopcocks in improper configuration 4. Large anatomy 5. Missing o-ring 6. Damaged or deformed o-ring 7. Pump malfunction (motor, control board, harness, power supply, battery, or cassette) 8. Clogged tubing 9. User error probable root cause for smoke smell or flames coming from device : 1. Insulation melting 2. Excessive cauterization 3. User error 4. Nonconforming electrical components probable root cause for overheating: 1. Material/design error 2. User error the reported failure mode will be monitored for future reoccurrence.